Event description:
It was reported that the patient's atrial lead exhibited noise episodes. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.